Event description:
Caller tested 4.8 inr and 3.0 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4).